Manufacturer narrative:
Product event summary: the data files for console (B)(4) on the date of the reported event and field service engineering report (fser) were returned and analyzed. The data files confirmed the reported (B)(4) system notice indicating a problem with the injection process. As per the fser, the console was visually inspected for any internal or external damages. A series of test injections were attempted in the cryotherapy screen, in which the (B)(4) system notice was reproduced with all attempts. Test injections were then done in the mechanical monitor screen to determine any irregular pressure valves. It was discovered that there was an issue with the solenoid valve reservoir (svr) valve; the injection panel was replaced with resolve. A temperature calibration was also performed to change the temperature to within specification. In conclusion, the reported issue was confirmed by the fser and data files. Console (B)(4)failed the inspection due to a defective injection panel and unadjusted temperature calibration. The console was serviced, passed all testing, and was deemed appropriate for use. The product issue reported (system notice (B)(4)) is not likely to cause or contribute to a death or serious injury; however, the risk of the patient being under general anesthesia without full therapeutic effect is the adverse event being reported. The decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a cryoablation procedure, a system notice was received indicating that there was a problem with the injection process. The catheter and coaxial umbilical cable were replaced without resolve. Additionally, the scavenging was disconnected and reconnected and the console was rebooted twice, all without resolve. The case was aborted and the patient was under general anesthesia. The console has since been serviced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.